Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose levels ranging from 467 to 480 mg/dl. The customer was uncertain of the suspected cause. The customer was hospitalized at the time of the issue for knee replacement surgery unrelated to diabetes and received an insulin drip to treat bg levels. A system check was performed by tandem technical support and no issues were identified with the pump or supplies. Reportedly, the nurse removed the site and the customer was uncertain if any issues were identified with the site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.